Event description:
It was reported that there was a battery and lead replacement. It was stated that the device was at the end of service (eos) and the patient was scheduled for a routine implantable neurostimulator (ins) replacement. The lead reportedly was replaced because it was frayed below the four electrodes which connect to the header of the ins. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v009994, implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3037, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4). Analysis of the tined lead found that insulation was broken under the connector at the proximal end of the lead. Setscrew marks were on the connector sleeves, indicating that the lead was connected properly. Outer insulation was broken from under the #0 connector sleeve.

Event description:
Additional information from the representative confirmed that the first instance of the lead issue was with an unknown patient (per physician statement) and the instance that the representative was present for was indeed this reported case. No further information was known at the time of report.